Event description:
It was reported that the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Follow-up submitted with evaluation results reported by customer. Conclusion: the unit was not repaired as it had since been sold; however, the new owner of the unit was made aware of the scale issue and was informed to contact stryker medical to have the scale repaired at a future time. Evaluation performed by customer.

Event description:
It was reported that the scale was inaccurate due to load cell malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.